Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultra2 meter read inaccurately high compared to another device. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began about 4 months prior to contacting lfs. The patient reported blood glucose results of ¿179 mg/dl¿ with the subject meter and ¿136 mg/dl¿ on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient manages his diabetes with insulin (type/ amount not specified). It is not known if the patient made changes to his usual management routine. About 4 hours after the start of the alleged issue, the patient claimed he had symptoms of ¿fainting.¿ the patient alleged he was ¿rushed to the hospital 2-3 times.¿ the patient reported obtaining blood glucose results of ¿44 and 48 mg/dl¿ with the ER/ hospital meter. The patient ate food and/ or drank a beverage as treatment. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. The patient did not have control solution to perform quality control testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (10/29/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 10/17/2013 and 10/21/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.